Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's blood glucose level was 358 mg/dl at the time of incident. The customer felt ok to troubleshooting high blood glucose level. The customer called twice today for the issue with the sensor, so today they put it on again, they had to go and find the transmitter customer reported that over the weekend he had a seizure, they changed his ratio and that was the cause of the high blood glucose. The customer already found out that the insulin pump wont accept the high amount to calibrate the sensor. Customer did a correction with the new port already. The insulin pump was not returned for analysis.